Manufacturer narrative:
(B)(4). Batch #: ml20065362 investigation summary: there is no call home available. The probe returned with the cannula broken off from the handle. The root cause is unknown since no further information into how the break happened was included in the additional information. Lot ml20065362 was reviewed (in process sn 7). Manufacture date: 7/27/20. Expiration date: 3/1/24. There were no problems seen during the manufacturing and testing of this lot. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that at the end of the ablation, the temperature dropped to 0 degrees, and it was not clear whether the ablation was completely achieved with the probe. A new probe was opened to complete the ablation with the desired result. No harm to patient.